Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle and instead would shutdown after several power cycles. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
After the third-party service agent replaced the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle and instead would shutdown after several power cycles. There were no reports of patient use associated with the reported event.